Event description:
It is reported by the pt's rep that: "she underwent a right total hip replacement in 2003. "In 2007 she started noticing squeaking, popping and grinding of her right hip. The dr. Revised her right hip in 2007.

Manufacturer narrative:
Na